Event description:
The pt's family reported the pt was in the ICU with frontal lobe edema. The pt was reportedly incoherent and "fading in and out". This pt was implantedin 2008, he had problems getting his eyes open. The pt was taken home and he was fine until four days later. He went "downhill" and the CT scan showed edema; there has been no improvement since that time. The attending physician wanted to rule out an allergic reaction. The implanter was out of the country and was not able to be reached. The MFR representative sent an allergy kit and left message with the physician taking care of the pt. The MFR representative reported the pt had bilateral leads implanted the pt had edema from the skull down the entire lead involving approximately 1. The 1/2 cm around the lead and 6.5cm length. The physician did not see any bleed. The pt was reportedly cognitively compromised. The entire system was explanted due to infection; cultures indicated serratia marces.

Manufacturer narrative:
.

Manufacturer narrative:
Corrected model numbers found on internal review.

Event description:
Attorney alleges patient was implanted with "dbs electrodes and dbs ipg devices" for the treatment of parkinson's disease on (B)(6) 2008. It was further alleged that he suffered multiple seizures and the products were explanted on (B)(6) 2008. It was also alleged that he developed bilateral cerebral edema, pneumocephalus and serratia marcescens (specifically on the dbs electrodes and ipg). It was claimed the manufactured products were not sterile.